Event description:
It was reported that during surgery, the device's sound in the motor had changed, it had somehow slowed and it had been running at a slow speed. It had not cut any skin since then. There was no patient injury, or delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: finland.